Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Lot number, manufacture date and expiry date are not available at this time. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that there was no medical intervention reported for this event, only oral calcium was given. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that IV calcium was given to the patient due to lightheadedness during a peripheral blood stem cell harvest (pbsch) procedure. Per the customer this was administered as part of a planned protocol or sop and was not unexpected. Patient ID, weight and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture date and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that IV calcium was given to the patient due to lightheadedness during a peripheral blood stem cell harvest (pbsch) procedure. Per the customer this was administered as part of a planned protocol or sop and was not unexpected. Patient ID, weight and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.